Manufacturer narrative:
Manufacturing location: (B)(4) engineering, inc., packaged by: (B)(4), manufacturing date: january 20, 2016. Expiration date: december 31, 2024. Certificate of compliance, certification of hardness for stainless steel, certificate of analysis, certificate of test and inspection sheet for incoming final inspection met specifications. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional classification code: hrx. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a left femur reaming in treatment of a distal tibia non-union, the ria system was utilized for bone grafting material and the drill heads would not advance properly. The surgeon used extreme force in reaming and felt the head was dull so another head was utilized. The same issue occurred and it was difficult to advance through the bone. The surgeon switched out the shaft and then switched back to the original shaft and head to complete the procedure. A 10-15 minute surgical delay was noted due to the difficulty in reaming. No devices broke. There was no information on the initial fracture or any hardware initially implanted. Concomitant devices. Reamer shaft (part# 314.743, lot# unknown, qty 2). This is report 2 of 2 for (B)(6).